Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that a revision surgery occurred on (B)(6) 2025 due to imaging showing that there was hardware failure of the left connector rod near l5.